Manufacturer narrative:
The report has been submitted on may 12, 2022.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2022 for retro auricular erythema and infection. The patient was treated with intravenous antibiotics (type and duration not reported). The device was then explanted on (B)(6) 2022, and a skin revision was performed during the same surgery. The patient has not been reimplanted with a new device as of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 15, 2022.